Event description:
It was reported that a cerebral vascular accident and death occurred. It was reported via social media that a patient had a watchman closure device implanted. At an unknown timepoint, the patient had a massive stroke and died at night. No further information is available at this time.

Manufacturer narrative:
Date of death/event date - estimated as 10 days before the aware date of (B)(6) 2022 as this was when the death was reported to have occurred.